Manufacturer narrative:
The manufacturer's field service engineer replaced the power management pcba to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the power supply is intermittent. No patient involvement reported.

Manufacturer narrative:
Become aware date: (B)(6) 2016. The customer returned power management pcba which was installed in an fi test ventilator. The ventilator was run for 4 hours and power was switched between ac and battery several times. The 12v supply voltage was within specification. No failure was found.